Event description:
Additional information received that the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a charge time-out alert noted on the device. The physician performed manual capacitor maintenance and the device charge time returned to acceptable values. The patient was stable with no consequences and will continue to be monitored.